Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 11/06/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. A mechanical evaluation was conducted. The blue toggle switch on the cannula was manipulated to extend and retract the c-ring. The c-ring was observed to be intact. No visual defects were observed on the c-ring. When the c-ring was retracted, there was no physical or visual difficulties observed. A referenced cannula was used to compare the cannula when retracted. There were no differences observed. Based on the returned condition of the device, the reported failure "mechanical issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 energy device/jaws would not retract back into the cannula as usual. The energy device would stick out of the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 energy device/jaws would not retract back into the cannula as usual. The energy device would stick out of the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.